Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and they had an issue with his audio on the insulin pump. The customer's blood glucose value was 259 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind and insulin pump. Insulin pump passed self test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.